Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displays a pacing equipment malfunction error. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem could not be verified with the pca as received. The pca was received with an open fuse f7 resulting in a blank display/screen. Device operated as normal after the fuse was replaced. Pacing test was successful. The open fuse would not prevent the device from pacing, therefore we are unable to verify or replicate the customer allegation. However, a fuse was open resulting in blank/dark display.